Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of the incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The IFU states: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization. Note: this is report 3 of 9 related to the third catheter used in the event. Report 1220948-2023-00160, 1220948-2023-00161, 1220948-2023-00163, 1220948-2023-00164, 1220948-2023-00165, 1220948-2023-00166, 1220948-2023-00167, 1220948-2023-00168 was submitted for the first, second, fourth, fifth, sixth, seventh, eighth, and ninth devices involved in this event.

Event description:
It was reported the syntel silicone embolectomy catheter balloon ruptured during a procedure. The balloon was not over inflated, but rather under inflated. There were no calcium build up in the patient's vessel. A 12tlw804f fogarty thru-lumen embolectomy catheter manufactured by baxter was used to complete the procedure. No injury was reported to the patient. Note: this is report 3 of 9 related to the third catheter used in the event. Report 1220948-2023-00160, 1220948-2023-00161, 1220948-2023-00163, 1220948-2023-00164, 1220948-2023-00165, 1220948-2023-00166, 1220948-2023-00167, 1220948-2023-00168 was submitted for the first, second, fourth, fifth, sixth, seventh, eighth, and ninth devices involved in this event.